Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 11 months due to stenosis. The tavr was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation and medical records, that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 11 months due to calcification and stenosis. The patient presented with shortness of breath, fluid retention and mild diaphoresis. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was discharged pod#9. Per medical records, pre-op tee demonstrated severe bioprosthetic aortic valve stenosis with ava of 0.85 cm2 and there was calcification on the valve commissures, causing significant turbulence through the valve. The patient underwent transcatheter valve-in-valve procedure and 23mm 9755rsl was deployed successfully without complications. Post procedure transthoracic echo showed a well seated aortic valve with no pvl and mean gradient of 6 mmhg. The patient was transferred to recovery area in stable condition and was discharged pod#9.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect, clinical code, type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery bypass graft (CABG), hyperlipidemia, diabetes mellitus and coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code(s)).